Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet had a broken or cracked screen and a replacement device was shipped with the original device to be returned, with no alerts or alarms reported. Symptoms included no clinical effects. Outcomes included no impact to health, no intervention, and continued therapy using cgm via the dexcom app or receiver. Investigation included review of complaint details and logistics confirmation for shipment and return. Investigation of this case revealed a hardware damage issue localized to the display assembly, with no functional alarm behavior noted. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing or design.